Manufacturer narrative:
This report is submitted on august 10, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device.